Manufacturer narrative:
Manufacturer contacted consumer and dealer. It was determined that the chairs programming may not be appropriate for user. Dealer is going to re-adjust drive settings to better suit the customers need. No malfunction apparent. Chair remains in use. MDR filed based on injury.

Event description:
The consumer states, she was at her stove, stirring a pot, when the chair allegedly moved forward causing her to hit her foot on the stove. This allegedly resulted in broken foot/leg.